Event description:
It was reported that on (B)(6) 2025, a 21mm sjm regent heart valve w/ flex cuff valve was chosen for a procedure. During procedure, when the prosthesis was not yet fully in place (in their technique, all the u-shaped sutures are passed over the native ring, then the prosthesis is tightened. At the moment the third suture was passed over the flange, the wings fell off spontaneously without force, well before the prosthesis was fully lowered onto the native ring.) A leaflet detachment was noted. The valve got removed and a new valve was implanted. There was no delay and the patient was reported discharged from the hospital without complications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.